Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient reported intermittency as well as pain with, and without, device use. Reprogramming attempts were made, however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4).